Event description:
The following event was reported via social media. A trabecular microbypass stent patient reported that two (2) weeks postoperatively following a left eye (os) stent procedure, the patient reported experiencing an eye stroke associated with elevated intraocular pressure, vision loss, and increased blood vessel growth with pain. Per report, the patient is being treated with medications (eye drops and injections). Any omitted information was not available at the time of report.

Manufacturer narrative:
Additional information: b3: aware date used as date of event. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop, vision loss, and pain are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).